Manufacturer narrative:
The investigation determined from the alarm trace that there were several sample alarms around the pipetting time of the sample including an abnormal sample aspiration alarm. After the user manually cleaned the dirty sample probe, no further questionable results were observed. The investigation determined the action of the user (cleaning of the sample probe) resolved the issue.

Event description:
The initial reporter complained of a discrepant result for one patient tested for albt2 tina-quant albumin gen.2 on a cobas pro c 503 analytical unit. The initial result was 3.88 g/l. The user noted the sample probe to be dirty. He then cleaned it and reran the sample. The repeat result was 38.3 g/l. The questionable result was not reported outside of the laboratory. The repeat result was deemed to be correct as it was compatible with the clinical assessment of the patient. The reagent lot number is 541624. The expiration date was asked but not provided.